Manufacturer narrative:
(B)(4). Date sent: 5/4/2023. Additional information was obtained: "the device was used normally and then broke off in the middle of the operation."

Event description:
It was reported that during an unknown procedure the surgeon cleaned the tip of the device with a wet longuette. She did this gently without applying much force. The tip broke off in the process. The tip and the harmonic were removed from the surgical area and replaced with a new one. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: x94y4p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. A manufacturing record evaluation was performed for the finished device batch x94y4p, and no non-conformances were identified.